Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate. The customer's blood glucose (bg) level was 250 and 378mg/dl with moderate ketones. It was noted that the customer had a cold and that the customer's clinical diabetes specialist changed one of the basal settings. Manual injections were administered to address bg levels.